Manufacturer narrative:
(B)(4).

Event description:
This complaint was received via medwatch report. It was reported the procedure was being performed on a (B)(6) yr/old female patient weighing (B)(6). The patient was newly diagnosed diabetic; diabetic ketoacidosis, anemia, pancreatitis, acute renal failure versus acute or chronic kidney disease, and mild hypernatremia. The report states: inserted arterial line into radial artery. Got blood flash back. Inserted guide wire and advanced sheath. Felt resistance, retracted. After retracted a lump was noted under the skin. Catheter had half of sheath missing. Half of sheath remained under the skin. Surgeon was notified. On (B)(6) 2014, the patient was taken to the operating room and under fluoroscopic visualization, multiplanar views of the right wrist foreign body were taken with c-arm fluoroscopy. The foreign body was marked with metallic object for finding. An incision was made over the foreign body. Electrocautery was used to cut down through the subcutaneous tissue. The foreign body, which represented a distorted mangled large remnant fragment of angiocatheter was removed.